Manufacturer narrative:
Device investigation narrative - one curved ultra fast-fix assembly was returned for evaluation. Only the inserter and approximately 13 inches of suture were returned for examination. The trigger has been fully advanced and locked within the handle indicating a complete deployment. Examination of the suture shows it has been cut cleanly further indicating a complete deployment. The reported complaint of t2 pre-deployment cannot be confirmed. This investigation could not identify any evidence of product contribution to the reported problem. Further investigation is not warranted at this time. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t-2 anchor deployed prematurely. All suture and anchors were removed and a backup device was available to complete the procedure. A 10 minute delay was reported. No patient impact was reported.